Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed an internal driveline issue that could have contributed to the report of low speed and pump stop events in (B)(6) of 2017, which were previously addressed via (B)(4). The account communicated that the patient had the device explanted on (B)(6) 2018 for recovery. (B)(6) was returned assembled with the driveline severed adjacent to the nipple of the pump housing. The remainder of the driveline was returned in a segment measuring approximately 38¿. The inlet elbow was returned attached to the pump¿s inlet port. The flex section was severed in half and only the distal end was returned attached to the inlet elbow. The outflow graft was not returned, and the outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Examination of the driveline revealed metal braided shield breakdown approximately 4.5¿ through 6.5¿, 13.5¿, and 17.5¿ from the pump housing. Visual inspection of the underlying wires revealed a breach in the insulation of the yellow wire approximately 5¿ from the pump housing, exposing the inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the yellow wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused low speed events or pump stops. Further, if this damage was present in may of 2017, it could have contributed to the low speed and pump stop events addressed via MFR 2916596-2017-01348. Incidental findings: the evaluation of (B)(6) confirmed an internal driveline issue that could have contributed to the report of low speed and pump stop events in (B)(6) of 2017. Inspection of the protective wrap surrounding the driveline leads to the motor capsule appeared cracked, and manipulation of the leads caused several of the cracked pieces of the wrap to break off. Additionally, corrosion was noted surrounding the electrical pins on the motor capsule. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age or date of birth: additional information.

Manufacturer narrative:
Age of device: 5 years, 1 month. Device evaluation: the evaluation of the returned pump revealed a breach in the insulation of the yellow wire approximately 5 inches from the pump housing. In addition, the spiral wrap surrounding the electrical leads within the pump housing appeared cracked and broken. The explanted pump was returned assembled with the driveline severed adjacent to the nipple of the pump housing. The remainder of the driveline was returned in a segment measuring approximately 38 inches. The inlet elbow was returned attached to the pump¿s inlet port. The flex section was severed in half and only the distal end was returned attached to the inlet port. The outflow graft was not returned, and the outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Examination of the driveline revealed metal braided shield breakdown approximately 4.5 through 6.5 inches, 13.5 inches, and 17.5 inches from the pump housing. Visual inspection of the underlying wires revealed a breach in the insulation of the yellow wire approximately 5¿ from the pump housing, exposing the inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the yellow wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused low speed events or pump stops. Further, if this damage was present in (B)(6) 2017, it could have contributed to the low speed and pump stop events addressed via medwatch report MFR # 2916596-2017-01348. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on the complaint.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2018, the lvad was explanted due to recovery of the patient's native heart. There was no report of a device issue at the time of the explant. During the analysis of the explanted pump, a breach was found in the insulation of the yellow wire approximately 5 inches from the pump housing. In addition, the spiral wrap surrounding the electrical leads within the pump housing appeared cracked and broken. No further information was provided.